Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. Pump system check was performed with tandem technical support (cts); no device issue was identified. Reportedly, customer used cold insulin to fill the cartridge. Cts informed that per labeling, room temperature insulin was to be used in cartridge. Blood glucose was 300 mg/dl.